Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the one week post implant device check, the right atrial (ra) and right ventricular (rv) leads exhibited high thresholds. An x-ray was performed which showed dislodgement. The slack had disappeared and the lead position looked slightly moved. Both leads were revised and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.